Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted and several grasping attempts were performed. After several attempts, the leaflets were able to be successfully grasped and the clip was deployed. However, after deployment, a perforation was observed on the anterior leaflet. To treat the perforation, one additional clip was implanted, reduce mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to challenging patient anatomy (congenital heart disease, prolapsed anterior leaflet). The reported tissue injury is a cascading event of the difficult or delayed positioning. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.